Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and constipation. There was no specific allegation these adverse events were due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus oralis in the culture and a wbc count of 1942/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on his liberty select cycler at home. It was explained the patient was not wearing a mask during pd setup and treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient experienced constipation simultaneously with this infection; however, the patient¿s constipation was due to inadequate fluid intake and unrelated to this adverse event. The patient is recovering at home remaining asymptomatic following antibiotic therapy. It was confirmed the patient¿s peritonitis and constipation were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.